Manufacturer narrative:
The ICD and lead in the complaint were returned and subjected to extensive analysis. The ICD was first subjected to a visual inspection after receipt at our facility. During which local instances of melted titanium were found. The ICD could no longer be interrogated thereafter. Based on these findings and the results from the lead analysis it can be assumed that a shock delivered along an external low-ohm shock pathway led to the ICD damage and thus finally to the clinical observation. In the subsequent visual inspection of the lead fragment, damage to the insulation 18 cm distal to the is-1 connector pin could be found. This damage can have led to a low-ohm contact of the high-voltage leads, which confirms the results from the ICD analysis. The location and type of wear are characteristic of a massive mechanical load imposed on the lead by high levels of pressure on the generator housing with simultaneous friction. Since we did not have the distal fragment, we were not able to examine the further instances of insulation damage mentioned in the complaint. The ICD and lead production processes were checked. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed for the ICD and good working order was documented. There was no indication of a materials or a manufacturing defect.

Event description:
Ous MDR - it was reported that the patient received a shock approx. 51 months after the implantation. The patient contacted the physician; the device could not be interrogated and a revision was scheduled. During the revision insulation damages were observed. The lead was capped and a portion was explanted. The ICD was exchanged and a new lead was implanted.